Event description:
It was reported that a tpn bag was found to contain 'white floaties' (particulate matter) inside. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. Evaluation summary: the sample was received for evaluation. Visual inspection revealed a very minute particle inside the bag, confirming the reported condition. The cause is undetermined. Should additional relevant information become available, a follow-up medwatch will be submitted.